Manufacturer narrative:
.

Event description:
Procedure type: laparascopic hernia tep's. According to the reporter: the metal pin in the foam clip fell out and prevented the clip from being fixed. There was no report of pieces falling into the cavity. No patient injury. Patient status ok.